Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings: on investigation the alleged bolus button issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was undamaged. The ¿up¿, ¿down¿ and ¿ok¿ buttons responded intermittently. Removal of keypad cover found contamination under all the button contacts. Unrelated to the bolus button issue, the display was dim with a reddish contrast. The battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ¿down¿, ¿up¿ and ¿ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.